Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item broke and split in half. The repair technician reported the handle was cracked and the tip was worn. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufactured prior to april 1997. Exact date is unknown. Product investigation summary: one small hexagonal screwdriver with holding sleeve (part 314.02 / lot 2052) was received with the complaint category of ¿broken: intraoperatively.¿ the complaint condition is confirmed as the handle on the screwdriver is broken into three pieces. The returned condition is consistent with extensive wear and repeated sterilization of the device over an extended lifetime (over 18 years). The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Service and repair history reviews and evaluations were performed for the returned screwdriver. No service history review could be performed because the lot number could not be traced. The manufacture date is unknown. The repair technician reported the handle was cracked and the tip was worn. The item is not repairable. Further evaluation shows that this screwdriver is part of the small fragment instruments and used across various plating procedures and in end cap insertion for select solid humeral nail endcaps. It is used to insert screws with a 2.5 mm hex recess. This information is provided per small fragment locking compression plate (lcp) system technique guide and the titanium solid humeral nail system technique guide. The returned screwdriver was received with signs of significant use. The holding sleeve component was not returned. The handle was returned with a transverse and axial crack at the pin such that the handle is in three pieces and with a small portion missing. The pin and shaft are intact and appear to show corrosion at the intersection. The balance of the device shows worn edges. Thus, the complaint condition is confirmed, but cannot be replicated because the handle is already broken. A review of the design drawings was performed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned condition is consistent with extensive wear and repeated sterilization of the device over an extended lifetime. The handle of the driver is phenolic le grade, and is susceptible to becoming brittle after being subjected to years of thermal cycling, which routinely occurs during sterilization. Given the location of the etchings, the device is determined to have been manufactured prior to april, 1997. Thus, the device is over 18 years old and, therefore, the most probable root cause is the age and maintenance of the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a small hexagonal screwdriver, part number 314.02, lot number 2052, broke and then split in half while being used for tightening. It was reported that during the procedure it was noticed that the wooden handle of the screwdriver had a large crack prior to being used on the patient but the surgeon continued to use it regardless until it broke into three main fragments. The fragments were easily retrieved and none of the fragments reportedly remained in the patient after the surgery. There was another device on hand to complete the case. There was no surgical delay or harm to patient. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. A service and repair history review was attempted but could not be completed because the reported lot number could not be traced. The reported lot number, 2052, is not valid for part number 314.02. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.